Manufacturer narrative:
Results: the returned benchmark delivery catheter (benchmark) was fractured at approximately 5.0 cm from the hub. The device was ovalized at approximately 100.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed a fracture near its proximal end. If the device is forcefully mishandled during removal from its packaging, damage such as this may occur. Further investigation revealed an ovalization on the catheter distal tip. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, a benchmark delivery catheter (benchmark) was inadvertently broken just below the strain relief upon removal from the packaging. The damage to the benchmark occurred prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new benchmark.